Event description:
A customer reported that the needle of the abbott diabetes care (adc) device remained in the customer's skin. The customer had contact with the healthcare professional (hcp) where nurse helped the customer to removed the sensor needle. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the needle of the abbott diabetes care (adc) device remained in the customer's skin. The customer had contact with the healthcare professional (hcp) where nurse helped the customer to removed the sensor needle. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Applicator (B)(6) has been returned. Visual inspection has been performed on the returned applicator and no issues were observed. The applicator had been fired correctly. Sharp has not been retained in the applicator. Sensor cap was retained inside applicator cap. Damage was observed relating to double capping. Bent sharp was observed on sensor. An extended investigation has been performed on a return sensor and observed that a bent sharp was stuck in the sensor. Sensor data was successfully extracted. The sensor was found to be in sensor state 1(indicates the sensor was never activated). Sensor state 1 with no insertion failures (event log 5) was an indication that the user had not activated the sensor. Also, clinical and historical data were not present which indicated that no readings were logged, since sensor was not activated. Further visual inspection has been performed on the returned applicator and observed that the applicator had been fired but was not fired correctly as the sharp was not retained. Damage was observed on the sensor cap seal which indicated that the user has attempted to reapply the applicator cap after removal, but before attempting to fire the applicator. It was determined that the sensor was not properly applied during the first attempt and it was likely that the customer has placed the applicator with the sensor on their arm without firing the applicator hence the customer has complaint about the adhesive surface of the sensor and the needle with the lower part of the sensor remained on the skin, but the upper part of the sensor itself got stuck on the applicator. Therefore, no evidence of any sensor tip left in the body. Therefore, this issue is not confirmed to use due to double capping. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the needle of the abbott diabetes care (adc) device remained in the customer's skin. The customer had contact with the healthcare professional (hcp) where nurse helped the customer to removed the sensor needle. There was no report of death or permanent impairment associated with this event.